Manufacturer narrative:
The catheter was returned for analysis and it was found that the anchor was broken. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Corrected notify date to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-06, information was received from a manufacturer representative (rep) regarding a patient receiving fentanyl (2,000 mcg/ ml, 1,000 mcg/day), bupivacaine (20 mg/ml, 10 mg/day) and ketamine (2,000 mg/ml, 1,000 mg/day) via an implantable pump for malignant pain and cancer pain. Information received reported the patient was not getting any pain relief from the pump. The patient came in for an epidural on (B)(6) 2019, in hopes that it would help the pain. Instead, they checked the system and found that the spinal segment of the catheter had migrated out of the intrathecal space. Surgical intervention occurred on (B)(6) 2019 and they went in to replace the spinal segment. The rep reported there was a rip in the suture through the "eyeholes" of the legacy catheter. The rep reported the dose was decreased after the surgery (fentanyl to 200 mcg/day, bupivacaine to 2 mg/day, and ketamine to 200 mg/day). The managing hcp had provided feedback for the neck of the butterfly anchor to be thicker. The rep added that the patient had not been getting pain relief since they were implanted. The rep stated that post-op day 1, the patient was already active and was babysitting their (B)(6) grandchild so "there was most likely bending, twisting, stretching and lifting movements that could have played a role in the issue with the catheter". The rep stated that "this was just an assumption".